Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker device exhibited an increase in battery power consumption. Technical services recommended replacement. The device remains in service. No adverse patient effects were reported.